Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed with the log file retrieved from the returned system controller (serial # (B)(6) ). The log file captured backup battery fault alarm events relating to a backup battery load test fault code. The returned system controller was functionally tested using laboratory equipment and the unexpected backup battery fault alarm was unable to be reproduced. A root cause of the backup battery fault alarm could not be determined through this evaluation. A corrective action was implemented to reduce backup battery faults due to the load test. The returned system controller was manufactured prior to the implementation of this corrective action. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed with the log file retrieved from the returned system controller (serial # (B)(4)). The log file captured backup battery fault alarm events relating to a backup battery load test fault code. The returned system controller was functionally tested using laboratory equipment and the unexpected backup battery fault alarm was unable to be reproduced. A root cause of the unexpected backup battery fault alarm could not be determined during the evaluation. Abbott is monitoring similar issue. Incidental finding: the device did not pass functional testing which indicated conductor breakdown. The device operated on a mock circulatory loop without any notable event captured in the history event screen. The conductor breakdown finding did not result in any unexpected alarm. Device history record indicated the device was manufactured in accordance to manufacturing and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section f, safety checklists, instructs user to ¿when using a new power source, inspect system controller power cable connectors for dirt, grease, or damage.¿ heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. Under section f, safety checklists, instructs user to ¿when using a new power source, inspect system controller power cable connectors for dirt, grease, or damage.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced backup battery fault alarms on (B)(6) 2023 despite the backup battery being within the expiration date. The patient's backup battery was exchanged in clinic on (B)(6) 2023. On (B)(6) 2023 the patient experienced more backup battery fault alarms. The patient was instructed to come to clinic for a controller exchange. The controller was exchanged with no issues during or after the exchange. The exchange resolved the event and the patient has had no alarms since. The patient tolerated the exchange well. The controller will be returned for evaluation.